Event description:
A customer reported an issue with their continuous glucose monitor (cgm) showing error 42. Technical support provided information for resetting the pump and assisted the customer through the process. After the pump was reset, the cgm error code did not display again. There was no adverse impact to the customer's blood glucose level, and the customer was able to successfully start their sensor session.